Event description:
It was reported that the patient presented for an implant procedure/for an explant procedure. During the procedure, it was noted that the set screw of the pacemaker could not be tightened. The pacemaker was not used and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of the ventricular setscrew could not be tightened was not confirmed. Analysis could not be performed to confirm the cause of the problem because the ventricular setscrew was removed in the field and not returned. The problem cannot be analyzed without the setscrew.